Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2 was experienced random cubie failed. The field service engineer (fse) replaced the retractor band and inspected all trays for debris. The row-board cable connection to the drawer controller was reseated. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.